Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a venous closure of the left common femoral vein was attempted with a prostyle device using the pre-close technique via a 6f sheath hole prior to an atrial fibrillation ablation (afib ablation) interventional procedure. The first device suture was deployed and placed as intended. Reportedly, the second prostyle device suture was deployed, and the lever was lowered however, it was difficult to remove the device. The physician broke the suture, manipulated the device, and ultimately removed the device and suture. It was unclear if the suture was able to break away from the suture bearing. Once the device was removed, it was noted that the footplate was partially opened. No tissue damage was noted. The suture of one new prostyle device was successfully pre-placed. The sheath was upsized to a 10f, and the afib ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty to close the foot was not confirmed based on return device condition and after decontamination the lever was opened, and the foot was fully deployed without any resistance. The reported entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. The inability to close the foot likely contributed to the entrapment of the device. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.